Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. Signs-of-use in the form of biological material was observed. Visual analysis of the ars did not reveal any defects or anomalies of any kind. The syringe was able to draw and aspirate water (per amrq-000113 rev 3 req 6.1). The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valve or the ars is functioning as intended. The issue of ars leaking was not confirmed through complaint investigation. The returned sample did not show any defects or anomalies. Additionally, the sample met all relevant functional requirements. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.